Manufacturer narrative:
E.1. Additional contact: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a chemoclave vented bag spike that experienced no flow during patient use, but no patient harm and no delay in critical therapy. It was stated in the report that the normal saline could not drip, and silicon was sunken after disconnection. The infusion could not flow smoothly because the soft plug failed to rebound. The event occurred during infusion.

Manufacturer narrative:
Investigation summary: one (1) used. List #ch-14, chemoclave® vented bag spike was returned for evaluation. As received, no damage or anomalies were observed. No mating device was returned for evaluation. The sample was primed and flow restriction was noted, the clave was dissembled and a bent spike, tip anomaly, and knifes edge were observed. No additional damage or anomalies were confirmed. A device history review of lot#14309491 and relevant commodities were reviewed, and no discrepancy was found. Complaint of liquid couldn¿t drip can be confirmed. The probable cause is due to a salt lake city molding defect. The complaint of sunken silicone could not be replicated or confirmed.